Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 44 mg/dl. The customer was uncertain of the suspected cause and went to the emergency room (ER) for treatment. Glucose gel and an IV were administered. The customer remained in the ER for ten hours and upon leaving was uncertain of what their bg level was, but was reportedly feeling better aside from some pain in their head and shoulders.